Manufacturer narrative:
The customer¿s stated issue of ¿error code 133.6100¿ was confirmed through a review of the device logs but not replicated during testing. Error code 133.6080 was replicated during the investigation. The logic board had multiple components with corrosion, especially around the backup speaker circuitry. Due to the excessiveness of the fluid ingress the entry point could not be identified. Functional testing consisted of power on/off cycling on the returned source pcu caused system error 133.6080 to occur with every power cycle. The logic board was replaced and the pcu was found to be operating in specification. The pcu was attempted to be used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4).